Event description:
It was reported that high shock impedance measurements were seen during a manual shock test involving this electrode. A repositioning took place and shock impedance measurements were measured once again which showed normal values. Induction testing was performed which also showed normal shock values. No adverse patient effects were reported. This electrode remains implanted.